Event description:
During the atrial fibrillation procedure, the sheath separated into two pieces. One half of the sheath was able to be removed from the patient, but the other half of the sheath required a snare for removal. Imaging was used to account for all pieces. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.